Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(4).

Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the pump was programmed in the post anesthesia care unit (pacu), in pca only mode, to deliver dilaudid 0.5mg/ml, with an unspecified pca dose, a 10 minute lockout, a 4mg four hour dose limit, and a 1mg loading dose. The customer contact reported that at this time, the physician confirmed the programmed settings. At approx 1000, the pump was unplugged from ac power and alarmed with an unspecified battery error. The patient was transferred to the same day surgery unit. The pump was plugged into ac power and was powered on. Therapy was resumed using the previously programmed settings. The nurse reported at this time, the patient was awake, oriented, and had an oxygen (o2) saturation level between 95-97% on oxygen at a rate of 2-3l/min per nasal cannula. At an unspecified time, the pt was complained of itching related to the nasal cannula. At an unspecified time, the patient was treated with 25mg benadryl IV and the nasal cannula removed. The customer contact reported that after approx 5-10 minutes, the patient was sleepy, but could be easily aroused. Approx 15 minutes later, the patient's spouse called the nurse because the patient's "breathing did not look right." At approx 1030, the pacu nurse was notified. The customer reported, at this time, "the numbers weren't matching" and the dilaudid vial was reportedly "down 6-8ml compared to programming." At 1040, the pacu nurse returned to the patient's bedside and noted the patient was unresponsive, with a respiratory rate (rr) of 10breaths/minute (bpm), and a "normal" heart rate (hr) and blood pressure (bp). The nurse initiated oxygen at a rate of 15l/minute via face mask. At this time, the patient's oxygen saturation was 93%. The physician was notified. At 1055, the patient was transferred back to the pacu. The pump was removed from clinical service. At 1100, the patient was treated with 80mcg narcan. The customer contact reported the patient awoke, but then fell back to sleep. It was reported that the patient was easily aroused. After approx 45 minutes, the patient was treated with 20mcg narcan. Approx 45 minutes later, the patient was treated again with 20mcg narcan. The customer contact reported at 1330, the patient was awake, alert and oriented. At this time, the patient had a rr of 18bpm and "normal" hr and bp. At 1355, the customer contact reported the patient was transferred to the same day surgery unit. On an unspecified time, was discharged home. Though requested, no add'l info was provided.